Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed forty-nine other similar product complaint(s) from this lot number.

Event description:
It was reported "the leaking is from the catheter hub, around where a needleless connector screws onto it. Two of us have tried replacing the needleless connector on two different piccs with the same results (tried tightening the screw but it doesn't help). We didn't see any obvious cracks or anything in the hub, yet it still continues to leak when flushed." This report addresses the first device.